Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic prostatectomy event description: this morning ((B)(6) 2020) the chief of the or told me that on (B)(6) 2020 during a robotic prostatectomy the nurse saw a piece of transparent plastic in the patient's abdomen. Once the piece was extracted it turned out to be one of our trocar seals. Specifically ctb73 lot.1370099. As he has most likely told me there has been an incorrect use of the trocar: it seems the result of an excessive pressure applied by a needle holder on which a needle was mounted. She told me that maybe the needle hooked onto the valve and a strong push on the needle holder caused it to detach. The head nurse made an official report to the [italy] health department for non-compliance of our trocar. The management expects our explanation of what may have happened. Unfortunately the trocar in question has not been kept aside and therefore I cannot send it. Patient status: no patient injury or illness occurred associated with the complaint event.

Event description:
Procedure performed: robotic prostatectomy. Event description: this morning ((B)(6) 2020) the chief of the operating room told me that on (B)(6) 2020 during a robotic prostatectomy the nurse saw a piece of transparent plastic in the patient's abdomen. Once the piece was extracted it turned out to be one of our trocar seals. Specifically ctb73 lot.1370099. As he has most likely told me there has been an incorrect use of the trocar: it seems the result of an excessive pressure applied by a needle holder on which a needle was mounted. She told me that maybe the needle hooked onto the valve and a strong push on the needle holder caused it to detach. The head nurse made an official report to the [italy] health department for non-compliance of our trocar. The management expects our explanation of what may have happened. Unfortunately the trocar in question has not been kept aside and therefore I cannot send it. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided by the complainant, which confirmed the complainant's experience of seal component separation. Engineering observed that a part of the shield, a clear plastic component of the seal, was torn. Based on the description of the event and the photo provided, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments (needle or needle holder) through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."